Event description:
Pt came in for examination in 2007. Her last eye exam was 2006. She was 8 months pregnant and could not wear her contact lenses because they felt dry. A new glasses prescription was given and was filled, the contact lens portion was not filled in and was written as defer for a later time. She was told to returned after pregnancy to continue fit. Pt returned in 2007 stating that the shop had filled her contact lenses based upon her glasses prescription. Her eyelids still after one month of not using the contact lenses revealed papillae from mechanical irritation. Date of use: 2006-2007.